Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2017, that she received multiple unexpected restart alarms. The customers blood glucose was 186 mg/dl at the time. The customer was a (B)(6) female and weighed (B)(6). After not using her insulin pump for a long time, the customer decided to use the insulin pump and replace the battery. The insulin pump experienced an unexpected restart. No troubleshooting was performed. The customer wanted to troubleshoot for a no delivery, but she had a bent cannula. Nothing was shipped or returned from this case.